Event description:
Small bore feeding tube attempted 3 times on one patient. In the first instance, tube was kinked. On the 2nd and 3rd attempts, the guide wire required significant force to remove. When the guide wire was out, the distal tip was covered in balled up red thread/wire. X-ray imaging suggested that there wasn't any kink in the tube on the 2nd and 3rd attempts.